Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gel previously released) was confirmed. As received, the belt failed the therapy electrode (te) recognition test. Upon evaluation, the heat shrink was pulled off of the trunk cable wires inside the distribution node. The exposed wires created a short. The cause of the gel previously released flags and test failure is the short. The cause of the short is the exposed wires. The root cause of the exposed wires is excessive force on the trunk cable wires. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing gel previously released flags without prior gel release.